Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurate erratic compared to itself. On (B)(4) 2011, this medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient advised that the alleged product issue began on (B)(6) 2011. The patient reported that on (B)(6) 2011 at 08:19pm, she obtained a blood glucose result of '376mg/dl', on the subject meter. The patient manages her diabetes with an insulin pump. The patient reported that based on the '376mg/dl' reading, she took insulin (unknown amount). Three hours later, she felt 'sweaty'. The patient advised that on (B)(6) 2011 at 11:30pm, she tested again and obtained a blood glucose result of 66mg/dl. The patient reported that she took food and drink as self- treatment due to the product issue. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting and was an approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
(B)(4) 2012 supplemental information: adverse event and patient outcome attributed to adverse event were omitted in error on the 3500a.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Manufacturer narrative:
Follow up #2 (01/27/2014)-device evaluation: the meter involved with this complaint has been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2014 with the following findings: the alleged meter issue cannot be reproduced. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.